Manufacturer narrative:
Device remains implanted in the patient.

Event description:
It was reported that mesa rail rods slipped from mesa uniplanar screws at t3 post-operatively. Plans for revision surgery are not known at this time. No adverse consequences were reported. This record captures the first of the two mesa uniplanar screws.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device remains implanted in the patient. Device history records and complaint history could not be reviewed as the device lot number was not provided. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. According to the mesa surgical technique guide, patient trauma or high activity level can introduce unanticipated loading to the construct, leading to the axial slip along the rod. According to the IFU, these internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. It is unknown if there were any complications during the initial surgery. A minimum of 3 follow up attempts were performed to obtain additional information; however, a response was not received. From the available information, an exact cause of the reported event could not be determined.

Event description:
It was reported that mesa rail rods slipped from mesa uniplanar screws at t3 post-operatively. Plans for revision surgery are not known at this time. No adverse consequences were reported. This record captures the first of the two mesa uniplanar screws.